Event description:
The account observed dispensing problems on every 8th sample while troubleshooting random syphilis control failures. The control errors started to occur after the customer replaced sample cups. Failure to properly dispense the diluted sample could potentially result in false negative syphilis test results.